Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer broken. The field service engineer (fse) confirmed that drawer 6 had failed and had no lights. The original issue was identified as a missing magnet from the inseparable; however, customer intervention caused both the drawer controller board and the pyxis controller board to fail. The inseparable and both controller boards were replaced. The drawer was tested in hardware test application (hta), and the test results were added to the feed, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was physically damaged, and drawer 6 would not open. The customer attempted to resolve the issue by removing the back panel and pressing the red button; however, this did not fix the problem. When the drawer was unplugged and plugged back in, it sparked and subsequently did not power on or light up. The system then reported that the drawer was not detected on the bus. However, there were no delays or adverse events or injuries reported based on this event.